Event description:
The surgeon attempted to implant a silicone lens but it was damaged on insertion and the posterior capsule tore. The lens was removed for iol exchange. No more info has been forthcoming.